Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following results were provided: (customer provided sodium normal range 125 ¿ 145 mmol/l). Initial results between 170-180 mmol/l. The customer replaced the ict module and rerunning at this time. Customer states they had 75 na+ patient results on 5/14 all ran low within normal range, replaced ict mod reran and all results still in normal range but ran higher. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated sodium results while using alinity c ict serum calibrator on alinity c processing module (B)(6), for similar complaints, review of data and information provided by the customer, trending data, labeling, and device history records. A review of tickets determined that there is normal complaint activity for the alinity c ict serum calibrator. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. The ict serum calibrator is used for analysis of electrolytes on the alinity c processing module. No testing performed on a file sample of the calibrator as instrument troubleshooting was performed that included replacing ict module and reran, all results were still in normal range and quality control was acceptable, indicating the assay is performing as expected. The device history review determined no non-conformances or deviations associated with the alinity c ict serum calibrator. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict serum calibrator was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following results were provided: (customer provided sodium normal range 125 ¿ 145 mmol/l) initial results between 170-180 mmol/l the customer replaced the ict module and rerunning at this time. Customer states they had 75 na+ patient results on 5/14 all ran low within normal range, replaced ict mod reran and all results still in normal range but ran higher. No impact to patient management was reported.